Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Event description:
It was reported that the patient had an initial right partial knee procedure on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to tibial tray subsidence. The subsidence did not appear to be caused by trauma. Patient was revised to a total knee.